Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that a previously capped right ventricular lead was explanted and replaced at a later date, with no information provided as to why it was replaced. Follow-up determined that there was a fracture of the distal conductor. No patient complications have been reported as a result of this event.